Manufacturer narrative:
The day before the discrepant results the customer had replaced the sample probe as it was bent. The field service engineer (fse) visited the customer site and replaced and adjusted the sample probe. The fse also performed instrument decontamination as a preventive measure. The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ethanol on a cobas 6000 c (501) module. The initial result was 0.10 g/l. The repeat result was 1.89 g/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. The ethanol reagent lot number and expiration date were not provided.

Manufacturer narrative:
The service actions resolved the issue.